Event description:
Post endometrial ablation,patient was discharged home and awoke with "dime sized burn to left groin area" equipment used during procedure was a hysteroscope, fiber optic light cable and fiber optic light source.